Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with unspecified mentor saline breast implants has experienced autoimmune disorder, including symptoms of hypothyroid, severe fatigue, sinus infections, sjogren¿s syndrome, body and joint aches, blurred vision, brain fog, memory loss, dizziness, migraines, depression, anxiety, rheumatoid osteoarthritis, back pain, abdominal pain, weakness in limbs, and restless leg syndrome. This case was not confirmed by a healthcare professional. It was also reported that the patient has experienced breast pain. As a result, the patient underwent bilateral removal on (B)(6) 2019. This report is for the second of two devices.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the procedure type was a breast augmentation. The patient date of birth was identified as (B)(6) 1974 and the patient age at the time of event was 36 years old. Manufacturer¿s reference number: (B)(4).